Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) and choledocholithotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone nearly 1.5 centimeter in size. However, the thumb ring of the trapezoid basket broke. The physician was able to open the basket and release the stone out of the basket. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) and choledocholithotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone nearly 1.5 centimeter in size. However, the thumb ring of the trapezoid basket broke. The physician was able to open the basket and release the stone out of the basket. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Facility name: (B)(6). Device code 1069 captures the reportable event of thumb ring break. Visual inspection of the returned device found the thumb ring of the handle assembly was detached; however, the handle has coincident marks that indicate proper assembly during manufacturing process. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during use can lead to thumb ring detachment. The handle has coincident marks that indicate proper assembly during manufacturing process. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.